Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown #7 10mm poly. An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding alleged instability involving a #7 10mm poly was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported, "bilateral knee bearings were taken out after 15+ years of being implanted. #7 10 mm poly was taken out and replaced with #7 15. Mm x poly. Do not know when primary was done. Do not know the doctor." Update: "medical reason for revising was due to 'loose' knees."

Event description:
It was reported, "bilateral knee bearings were taken out after 15+ years of being implanted. #7 10 mm poly was taken out and replaced with #7 15. Mm x poly. Do not know when primary was done. Do not know the doctor." Update: "medical reason for revising was due to 'loose' knees."